Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during initial implant after the lead was inserted to patient, the waves couldn't appear. When the wave was measured with psa, it would not observe. Therefore, the lead was not used and replaced. There were no adverse consequences to the patient.